Event description:
It was reported that during use with bd vacutainer® lh pst¿ ii plus blood collection tubes the tubes had a low draw. There was no report of patient impact. The following information was provided by the initial reporter, translated from german: filling volume not reached with tube. Circa (B)(6) 2023, the problems with these tubes started: the green vacutainer tubes of 3 ml each have too little vacuum. Blood collection with the correct amount of blood is not possible. The difficult thing about the situation is that not all vacutainer tubes in the same packaging and with the same lot number are affected. For some tubes the vacuum works, for others it does not. On wednesday, (B)(6) 2023, one child required 3 attempts before a tube had enough vacuum for the correct amount of blood to complete the blood draw. An unpleasant situation for the child, the parents and also the nurse.

Manufacturer narrative:
H3. Investigation summary: bd did not receive samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by draw-testing with deionized water, and it was determined that all 20 tubes drew within specification. Based on a review of device history record for incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that during use with bd vacutainer® lh pst¿ ii plus blood collection tubes the tubes had a low draw. There was no report of patient impact. The following information was provided by the initial reporter, translated from german: filling volume not reached with tube. Circa july 2023, the problems with these tubes started: the green vacutainer tubes of 3 ml each have too little vacuum. Blood collection with the correct amount of blood is not possible. The difficult thing about the situation is that not all vacutainer tubes in the same packaging and with the same lot number are affected. For some tubes the vacuum works, for others it does not. On wednesday, (B)(6) 2023, one child required 3 attempts before a tube had enough vacuum for the correct amount of blood to complete the blood draw. An unpleasant situation for the child, the parents and also the nurse.

Manufacturer narrative:
H3. Investigation summary: bd did not receive samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by draw-testing with deionized water, and it was determined that all 20 tubes drew within specification. Based on a review of device history record for incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 01-nov-2023. H.6. Investigation summary: bd received 100 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. 20 returned and 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 40 tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® lh pst¿ ii plus blood collection tubes the tubes had a low draw. There was no report of patient impact. The following information was provided by the initial reporter, translated from german: filling volume not reached with tube. Circa (B)(6) 2023, the problems with these tubes started: the green vacutainer tubes of 3 ml each have too little vacuum. Blood collection with the correct amount of blood is not possible. The difficult thing about the situation is that not all vacutainer tubes in the same packaging and with the same lot number are affected. For some tubes the vacuum works, for others it does not. On wednesday, (B)(6) 2023, one child required 3 attempts before a tube had enough vacuum for the correct amount of blood to complete the blood draw. An unpleasant situation for the child, the parents and also the nurse.